Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4), reason for original complaint - asr revision. Update from (B)(6) email (B)(6) 2012: products, surgeon, hip revised, type of revision. Asr revision, right sr xl acetabular system. Update - added reason for revision. Taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction.